Event description:
We received a letter from surgeon stating that a (B)(6) male patient underwent a revision surgery due to the plate fracturing 5 months post op.

Manufacturer narrative:
Actual device is not available to stryker. Evaluation will be conducted and reported in the follow up.